Event description:
Voluntary medwatch received states that the patient presented with a right ventricular lead that exhibited noise and high pacing impedance. No intervention was reported. The lead remains implanted and in service. There were no patient consequences.